Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material in the jet tube. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. An additional adverse event was noted during inspection where there was a burn on the plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the foreign material, the type of material and root cause could not be identified. Based on the results of the investigation of the burnt cover, it is likely that high-energy endo therapy accessories such as laser and high frequency without maintaining enough distance from the tip of the endoscope. However, a conclusive root cause was not identified. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. -the instruction manual ¿pcf-h290dl, operation manual chapter 3 preparation and inspection, 3.3 inspection of the endoscope, inspection of the endoscope¿ - the instruction manual ¿pcf-h290dl, operation manual chapter 4 operation, 4.3 using endotherapy accessories¿ olympus will continue to monitor field performance for this device.